Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The modular head was reported to have been removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states "dislocation and subluxation due to inadequate fixation and improper positioning."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The modular head was reported to have been removed and replaced. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2014 due to instability. Operative report further noted disruption of abductor muscles and cloudy fluid during the revision procedure. The modular head, taper adapter and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.